Event description:
The customer reported the air/water flow from the evis exera ii colonovideoscope was not sufficient and the image fogged. The issue occurred during the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed except for the foggy image, which was not confirmed. The device evaluation found the following: distal end plastic cover had dents; bending section cover or distal sheath glue had a crack; objective lens has a chip at the edge not affecting the image; light guide lens had chips; insertion tube buckles; angulation was low; control know had a play; and nozzle was clogged with white foreign material inside. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.